Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd veritor¿ system for rapid detection of flu a+b clia-waved kit that there were false negatives. The following information was provided by the initial reporter: customer is using rapid flu a+b test and receving a negative result from several awabs in the same kit but getting a positive result when sending off to the lab. Lot #2158939.

Event description:
It was reported that while using the bd veritor¿ system for rapid detection of flu a+b clia-waved kit that there were false negatives. The following information was provided by the initial reporter: customer is using rapid flu a+b test and receving a negative result from several awabs in the same kit but getting a positive result when sending off to the lab. Lot #2158939.

Manufacturer narrative:
H.6 investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges ¿false negative result¿ when using kit flu a+b 30 test physician veritor (material # 256045), batch number 2169394. Bd quality performs a systematic approach to investigate false negative result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Based on the available information understood that customer received a negative result from several swabs in the same kit but getting a positive result when sending off to the lab. Bhr (batch history review) analysis and retain sample testing were performed on the batch number provided and no issues were found, and results were acceptable. Samples were returned for investigation, and results were acceptable. Upon reviewing on test workflow understood that customer had given on 10min for assay development time. As bd recommended do not read test devices before 15 minutes or after 20 minutes of assay development time as this could result in a false negative, false positive or invalid result. Insert test device only when the 15-minute assay development time is complete. A trend analysis for false negative was conducted, no adverse trend was identified. The complaint was unable to be confirmed.